Manufacturer narrative:
It was reported that the patient's ipg was replaced due to inoperability. The patient's leads were replaced for an unknown reason. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:1627487-2023-05419, 1627487-2023-05420 it was reported that the patient's ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg and leads were explanted, replaced, and therapy was restored. The patient's leads were replaced for an unknown reason.

Manufacturer narrative:
Section b3: date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.